Manufacturer narrative:
If implanted; give date: unknown, not provided if explanted; give date: not applicable; to date the lens remains implanted. (B)(6). The device was not returned for analysis as it remains implanted. The serial number for the product was not available; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a (B)(6) years old female patient had cataract and anti cyanosis in the left eye (os). The right eye intraocular lens (iol) was implanted on (B)(6) 2019. It was reported that the cataract extraction with intraocular lens implantation in the left eye was successful. One day post-op evaluation of left eye (os) was performed with the following observation which they suspected lens toxicity: 0.15, conjunctival hyperemia +, corneal edema +, anterior chamber often deep, tyn (+), artificial lens position, the rest of the examination was admitted. The patient was given the following medications: prednisolone acetate eye drops to the left eye 6 times / day, levofloxacin eye drops point left eye 6 times / day, tobramycin dexamethasone eye drops left eye 6 times / day, compound topiraca amino eye drops point left eye 3 times / day and other symptomatic treatment. The third day post-op evaluation of left eye (os) was performed with the following observation: 0.25+, conjunctival hyperemia +, corneal edema +, anterior chamber often deep, tyn(-), pupillary drug dispersal about 5mm, artificial lens position positive, the remaining examination situation is the same as before. Eye pressure: 20.0mmhg, administration of tobramycin dexamethasone eye drops 6 times / day, compound tropicamide eye drops 2 times / night and other symptomatic treatment were prescribed. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Additional information: additional information was received, and it was leant that patient¿s left eye was affected and there was no problem in postoperative vision. Reportedly conjunctival congestion and corneal edema appeared on the first day after operation and the anterior chamber was within the normal depth. No further information provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: additional information received indicated that the issue reported was toxic anterior segment syndrome (tass). The following field was updated accordingly: (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.